Event description:
Service was requested on this device based upon a report of failed volume accuracy testing during biomed testing. The biomed technician did not know specific testing parameters that were performed on the pump. There was no record of any pt incident associated with this device since the last baxter service event.